Event description:
Subsequent to the previously filed report, device analysis of the armada 14 bdc found the balloon to be separated and the distal portion of the balloon and inner member were not returned. Additional information was received from the account regarding the separated balloon and in the physician's opinion, he had retrieved the entire balloon. He was unaware the distal portion of the balloon had not been retrieved and therefore remained free floating in the patient. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). No UDI is being reported as the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that the reported difficulty to position and remove the guide wire from the balloon catheter were likely caused by the noted stretched damage on the inner member and likely caused by handling during the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: cordis berenstein 5f; balloon: armada 3.0 x 120 mm. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional armada is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion. The 3.0 x 120 mm armada 14 balloon dilation catheter (bdc) was advanced and during deflation, the balloon did not completely deflate. The balloon was then moved to the peroneal artery (still not completely deflated) and inflated, at 8 atmospheres (atm) and 13 atm, the balloon did not fully inflate as the middle of the balloon remained closed. The balloon was difficult to deflate (120 seconds at 8 atm), and force was used to remove the partially deflated bdc due to resistance with a command guide wire and a non-abbott 5f guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.